Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line of a homechoice cassette leaked. This was further described as "the patient line was leaking from the middle and there was air in the line". This occurred during dwell two of five of peritoneal dialysis therapy. The patient was connected at the time of the event. During troubleshooting with renal therapy services (rts), the patient used scissors to open the package; no damage was noted on the set. Rts assisted with ending therapy, reviewed proper procedures per the user manual, and advised the patient to follow up with the peritoneal dialysis registered nurse. There was no patient injury or medical intervention associated with this event. No additional information is available.